Event description:
During a routine device change, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed. The patient was stable and will continue to be monitored.